Event description:
It was reported that during a paraesophageal hernia repair procedure, they opened the device and from the initial firing the applier was producing clips that they call the "breast cancer awareness symbol" the distal ends of the clips pass each other and extend beyond the closed position. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.